Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 40 mg/dl were recorded by continuous glucose monitor (cgm) from 4:14-4:29 am on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 11:22 pm on (B)(6)2019, user requested a 1.18 unit bolus for a bg of 330 mg/dl while still having insulin on board (iob). User set several temporary rates ranging from 50-70% of basal insulin on (B)(6)2019 and on (B)(6)2019. Making bolus requests while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Juice and yogurt was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.